Manufacturer narrative:
Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: electric shock, burn, or a thermal event associated with exposed wires. To date there were no reports of above mentioned harms due to applicator or unit having frayed cords . It can be concluded that frayed cords can cause failures identified by posed risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a customer that the power cord on their coolsculpting machine is frayed.

Manufacturer narrative:
Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: electric shock, burn, or a thermal event associated with exposed wires. To date there were no reports of above mentioned harms due to applicator or unit having frayed cords . It can be concluded that frayed cords can cause failures identified by posed risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a customer that the power cord on their coolsculpting machine is frayed.